Event description:
3ml bd luer-lok tip with vial access cannula syringe without ml markings. Included in photos is a photo of a not defective one (title includes "not defective") for reference. [Redacted date] email sent to bd. [Redacted date] sample mailed via fedex trk# [redacted number]. Manufacturer response for 3ml syringe luer-lok tip, 3ml syringe luer-lok tip with vial access cannula (per site reporter). [Redacted date] email sent to bd. [Redacted date] sample mailed via fedex trk# [redacted number].